Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: multiple no cartridge detected warnings (163) were observed in the black box data. Load step malfunction was not duplicated during investigation. Force calibration evaluation passed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue; not able to prime the tubing due to no cartridge detected. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the prime issue. There was no indication that the product caused or contributed to an adverse event.